Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 43 mg/dl. Customer will visit with healthcare professional and declined to be transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.